Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the observed premature battery depletion.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a decrease in estimated remaining longevity of 7.5 years between follow-ups 6 months apart. It was noted that lead measurements were within normal limits and stable, no shocks had been delivered, and the patient was less than 1% paced. Device data was obtained for analysis by boston scientific technical services (ts) who recommended device replacement due to an abrupt increase in power consumption. A revision procedure was performed wherein the device was explanted. No adverse patient effects were reported.